Event description:
It was reported that during surgery, attempted handpiece test and gears sounded like they wanted to work but torque was at 98. Switched out handpieces and never was able to get the handpiece test to pass or to get through homing. All three handpieces were tried. System was shutdown and restarted and we were unable to get through homing still. No patient injuries reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A relationship between the reported event and the device could not be established as the reported problem was not confirmed. A complaint history review found similar reports, this issue will continue to be monitored. There was no lot number, or part number noted in the initial investigation documents so we are unable to conduct a DHR review as a part of the investigation. Visual inspection found that the exterior condition shows minor wear (scratches). Nothing was identified visually that contributed to the reported problem. In addition, a visual inspection was performed on the part beyond the reported complaint. There were no additional visual observations identified. A functional evaluation was performed and the reported problem was not confirmed. The test passed without any issues. The drill had no effect on the function of the handpiece. In addition, a functional evaluation was performed on the part beyond the reported problem and no additional non-conformances were identified. Therefore, the root cause was established to be no problem found. No containment or corrective actions are recommended at this time.